Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device during s 200j self test, the device displayed error message code "error 70" on the monitor screen with multifunction cable in test port.